Manufacturer narrative:
Correction to b5, h6, h11 of the initial medwatch: upon further review of the information by abbvie medical safety, it has been determined that the event of "infection (unknown onset)" e1906 is not related to the device and will be un-reported. Correction to d9, h3 of the initial medwatch: the device was not available to be returned to the lab for evaluation. Photos of the explanted device were received on 30/jan/2025 and photo analysis was reported in the initial medwatch. Reason for reoperation: rupture. Additional, changed, and/or corrected data: b5, d9, g2, h6, h11.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Healthcare professional also reported "device (...) Cannot be decontaminated as patient is potentially infected with a transmissible disease", which is not device-related. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection (unknown onset). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Infection (unknown onset) : unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "rupture" and "patient is potentially infected with transmissible disease." Device has been explanted and replaced with non-abbvie device.